Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
It was reported that approximately 9 months post implant of a 23mm sapien 3 ultra valve, the valve presents with central and paravalvular leak (pvl). The team started the procedure with a bav using a 23mm x 4 edwards balloon to see if the pvl would be fixed by re-expansion. However, this was not successful, and a central leak was still present. The patient underwent a valve in valve procedure with a 23mm sapien ultra valve. The patient was discharged home in good condition.

Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The complaints for paravalvular leak and central regurgitation were unable to be confirmed. Due to the unavailability of the device and/or relevant imagery. Engineering was unable to perform any visual, functional, or dimensional analysis. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, due to limited information, a conclusive root cause was unable to be determined at this time. However, it may be due to patient factors. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no product risk assessment no corrective or preventative action is required at this time.